Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing severe and worsening pain in his spine and required an MRI. Patient then underwent a revision procedure to replace his implant with an MRI compatible device. As a result of that procedure the patient required physician care and medication as he suffered severe thoracic and lumbar pain, additional surgical procedures, and serious and permanent loss of bodily function. The patient was permanently damaged and continued to endure great pain and suffering rendering him unable to attend his ordinary affairs.